Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio also observed that the device would no longer power on. As a result, the device would not charge or shock. Physio determined that the cause of the reported issue was that the internal hybrid layer capacitor (hlc) batteries had depleted; however, after extensive testing further component level cause could not be determined. The customer was provided with a replacement device.

Event description:
It was reported that the customer's device was showing all three icons (attention, charge-pak and service wrench), which is an indication that the internal hlc batteries have depleted to a level which may not support effective defibrillation therapy delivery. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.